Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as extreme itching. Patient does have sensitive skin. Patient does not have skin allergies. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the home health nurse, but there is no indication of medical intervention. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.